Event description:
Meter name: one touch basic enhanced. Strip name: lifescan. Meter code: 5. Strip code: 5. Strip storage: unknown. Symptoms: no symptoms. A patient reported they were unable to obtain blood glucose results. Their meter allegedly would only prompt not ok message. Patient was not treated. No further information has been reported.